Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test result of 486 mg/dl. The customer reported been at the hospital no related to diabetes issue. The hospital provided an used meter with memory previous programed. The customer has been testing with the meter for two weeks. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/25/2018 and open vial date is about two weeks. The meter memory was unable to be reviewed due to customer had difficulty discerning; reported that the numbers were scrolling on the screen. Adverse event not reported.